Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: woman section a-4 patient weight: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The diu150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported blurry vision, thus the iol was explanted in a secondary surgical procedure and replaced with a diu150 10.5 iol. There was no product quality issue that contributed to the iol explant decision. There were no complications, no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange is unknown. The suspect iol is not available for return as it was discarded. No further information is available.